Event description:
The hearing aid (h/a) dispenser reported that there were wax guards in the patient's ear. His son washed out his ear and retrieved 2 wax guards. The patient visited the dispenser to have the ear examined. There was no irritation or infection.